Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with colposacropexy, paravaginal suspension, repair of laceration, bso and cystoscopy; due to pop and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to recurrent vaginal bleeding with exposed mesh material in the vagina. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent excision of mid urethral mesh sling remnant, urethrolysis, and biologic mid urethral sling placement on (B)(6) 2013 due to sui and pelvic pain. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with transabdominal colpopexy, perivaginal suspension, revision and repair of mediolateral laceration, severe type. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07199. The same patient is represented in each medwatch.